Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not starting up due to the software issue. Fse reinstalled the software, restored the configuration and restarted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.